Manufacturer narrative:
Based on the available info at this time, this event is deemed a misuse of the product due to the potential risk of harm to the patient. There were no reports of the patient being harmed as a result of this misuse. Should additional info become available, a f/u report will be submitted. This complaint involves two devices, therefore a separate FDA form 3500a will be drafted for each device.

Event description:
The nurse reports there was a leak from the flexi-seal signal fms retention cuff and a new flexi-seal signal fms was inserted with the same leaking cuff problem. The nurse did not know how long the flexi-seal fms was in use. The nurse further reports "they discovered that they has mistaken the inflation port for a irrigation port. They had flushed the inflation port and not the irrigation port".